Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue occurred on (B)(6) 2017 at 08:00am. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of medication in response to the alleged issue. The reporter stated that ¿6 hours¿ after the alleged issue occurred the patient developed symptoms of ¿dizzy, sweaty and depressed¿ however denied that he received any treatment. During the call, it was determined that the patient had been using the correct test strips. It was the first time that the meter had been used and it was determined that the patient had been following the incorrect testing procedure by applying blood to the test strip prior to inserting it into the meter. When the patient was walked through a retest the issue was resolved. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.